Event description:
Another co forwarded to co a letter that they received regarding test strips, lot #1j508b. The letter stated that the customer obtained inaccurately low blood glucose readings. On 1/20/97, the co rep contacted the customer. The following is the info she provided: the customer opened the first bottle of test strips from the box approx 2 months ago. She obtained readings that seemed accurate until the last three test strips in the bottle. The last three test strips produced readings in the 10-20 mg/dl range. She opened the second bottle from the box (which was still sealed) approx 2 weeks ago and immediately obtained readings in the 20 mg/dl range. The customer performed a check strip test and the result was in range (no specific result available). She did not have any normal control solution to check the test strips for accuracy. The code was set correctly in her meter. The desiccant is in the bottle of test strips. The customer did not have her meter available at the time of the telephone call. For this reason, no tests were performed with the rep.